Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during a meeting with the patient for reprogramming of the patient's scs system, stimulation therapy coverage could not be obtained for the left side. X-ray taken indicated the patient's lead had moved. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
Please note this event was also reported under manufacturing report number 1627487-2019-05570.

Event description:
Follow up revealed that the leas was relocated on (B)(4) 2019 to address the issue.